Event description:
The customer reported an issue with the pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try different charging options, which did not resolve the issue, so the pump was replaced.